Event description:
Patient reported experiencing an elevated blood glucose level up to approximately 400 mg/dl since (B)(6) 2013. Patient's normal blood glucose level is around 100 mg/dl. Patient stated she experienced headache and visual problems. Patient reported she changed the infusion set cannula twice, and took correction via the infusion device with no success. Patient stated on (B)(6) 2013, she took correction via injection with no success. Patient switched to a new infusion device and on (B)(6) 2013, with the same basal rate and her blood glucose level was okay. No further information available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.